Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient did not feel that the relief from the pain pump was adequate compared to the amount of discomfort caused by the pump. The patient wished to start oral pain management.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. An unknown catheter segment was returned to the manufacturer with no information. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had pain at the pump site. They did not wish to continue with pump therapy and the pump was explanted. Further action taken was listed as "surgical abandonment/capped." The event was reported to have resolved without sequelae. The pump was used to deliver preservative-free saline.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).